Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the interface (umbilical) cable had interior wires exposed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: while troubleshooting the imaging system, the interface (umbilical) cable was not replaced. It was noted that the interface (umbilical) cable was re-routed and re-secured to restore functionality. No parts were replaced, therefore no parts were returned for analysis.